Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, patient underwent plif at levels th9-s2ai with implant to treat degenerative lumbar scoliosis. On an unknown date post-op, image revealed that set screw on s2ai screw came off. The patient complained of pain. The surgeon assumed the head of the screw might have been "widened". He also wondered if the head had insufficient strength. The product came in contact with the patient. It was reported that all the set screws placed on both sides at s2 got migrated revision is reportedly not scheduled. Two set screws were dislocated at s2 levels.